Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion. The scar of the insertion site has burst open and festered. The site then became inflamed. Infection was confirmed by the hcp who decided to remove the sensor. User received antibiotics as treatment.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. As a result, no further investigation was required for this complaint. Because of infection, the hcp decided to remove the sensor to alleviate the symptoms. User was prescribed with antibiotics to treat the infection.